Event description:
Rn went to bedside to suction my trached patient due to coughing and desaturation of oxygen levels. This rn opened the 10 french sterile suction catheter. This rn put on the sterile gloves and went to suction the patients trach. This rn noticed that nothing was coming out of the catheter and the patient continued to desat her oxygen levels. The pct then grabbed another catheter, and handed it to this rn the new suction catheter worked and the patients oxygen levels raised back to normal levels. Staff believe there is a problem in the manufacturing of this device and that there is no hole at the end of the device. We have tested this device outside of a patient with a cup of water and had the same experience: no suction. All product was removed and given to the manufacturer.====================== manufacturer response for argyke 10 french suction catheter for trach, argyle (per site reporter).====================== they recognized there was an issue. We have already swapped this out with new product.